Manufacturer narrative:
D4, d7a: updated. D9 - date returned to MFR: 21-may-2026. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. No service history was found within the past 12 months. Visual inspection was performed, and the device displayed error code 46011 (system fault). The complainant¿s allegation was confirmed. The main board, downstream occlusion sensor, seal, and motor were replaced. The probable cause of the reported issue was identified as fluid ingress inside the device. Following the repair, the pump successfully passed all functional testing.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had an error code, rusty coil and downstream occlusion (dso) seal lifting upward. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.